Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer that during the PICC placement procedure, it was noted that the catheter is damaged, blood is reflowing, and the valve is not effective. Procedure was completed by removing the catheter and placement of a new one. No other information was provided.